Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lens. Event history log review was performed and found evidence of reported problem. Visual inspection, power up process and motor testing were performed. The investigation unable to duplicate the customer's reported problem according to the investigation, the pump event history logged verified the error, but the customer also ran the pump for a while after the error code. The investigation reported that it's unclear if this issue occurred during patient use or pump testing. Service's replaced the pump main pcb as preventative measure. The problem source of the reported problem is unknown.

Manufacturer narrative:
Evaluation results: one cadd-solis vip was returned for investigation. The tamper seal was missing. The lens was also damaged. A review of the event history log evidenced the following: (B)(6) 2019 11:38:15 am system fault 41,628 occurred 2,825 0 0 3. (B)(6) 2019 11:38:15 am power down. (B)(6) 2019 11:39:42 am power up started. (B)(6) 2019 11:39:42 am keypad locked. (B)(6) 2019 11:39:46 am system fault 41,628 occurred 2,827 0 0 3. The investigator performed a motor test. The investigator was unable to replicate the customer reported product problem. The main pcb board was replaced as a cautionary measure. A root cause for the product problem could not be established because the product problem was not replicated. The problem source was unknown.

Event description:
It was reported that the pump gave error 41628. No patient injury or complications were reported in relation to this event.